Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited intermittent undersensing during arrhythmia episodes on stored electrograms. The ra and rv leads both remain in use. No patient complications have been reported as a result of this event.